Event description:
Device issue: none. Adverse event: rash/hypersensitivity. Time of adverse event: after the procedure. It was reported that within a few days after promus implantation, the skin in the palms of the pt's hands started peeling, so deeply that it started cracking open and it was treated with steroid cream/lotion, which helped. After that, the pt developed "rashes" that progressively worsened. It was first noted between her shoulders and chest and looked like raised blisters that turned into moles with crusty tops like warts. The pt went to a dermatologist who said that it was age-related dermatitis and removed wart like things by freezing. The pt developed a "rash" on her trunk described as "raised red bumps like measles". Then all across her breasts, she had "blotchy raised deep red areas", some blister-like. There were some small dots on her stomach, back and down her sides on her thighs and buttocks. The inside and outside of her ears were peeling and wart like things are on her head. Her head is peeling and itchy. On (B)(6) 2010, the physician felt the rash on her head may be psoriasis. The pt is using coal tar shampoo. A biopsy of some of these "wart like things" has been done and the results should be available on (B)(6) 2010. She has seen several dermatologists who keep removing the "wart like things" and they keep coming back. Some in new areas and some in the same areas. She stated that nothing in her medical history has changed except for the promus stent implantation and initiation of plavix therapy. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s. The stent remains in the pt. The lot number was provided. A f/u report will be submitted with any relevant information.